Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 25. Details of surgery: immediate extraction site. On 2023-10-23, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: immediate extraction site. On 2023-10-23, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.